Event description:
During a pci/stenting procedure, stent damage was noted. The lesion being treated was a pre dilated, 90% stenotic lesion in a very tortuous mid to proximal rca. When the physician advanced the express2 monorail delivery device across the lesion, resistance was encountered. Upon removal, it was noted that the distal edge of the stent was raised. Another stent was used to complete the procedure. No pt injuries or complications were reported. Pt status is listed as "good."